Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found: lead was partially returned severed. The insulation is torn around the circumference approx. 25mm from the terminal pin and picks up again approx. 52mm from the terminal pin. The conductor coils are stretched in the gap, and the inner insulation is also torn in the area. Blood/body fluid noted in the lumens. Terminal insulation damage noted. One of the proximal ID tag corners has torn through the terminal molding due to pressure and movement within the pocket area between the device can and the lead, an abrasion is noted in the outer insulation, underneath the tear location, between the ID tag and the outer coil. There is a surface abrasion consistent with lead-on-can interaction opposite the tear. Insulation damage noted. Outer insulation abrasion noted through to the outer coil. The insulation abrasion is a long smooth abrasion consistent with lead-on-lead interaction coupled with movement.

Event description:
It was reported that this lead was explanted due to unknown reason. Additional information was received in the product investigation and the lead was found to have damage in the terminal insulation. A supplemental report is being filled.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this lead was explanted due to unknown reason. No additional adverse patient effects were reported.